Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: there was evidence of moisture behind the display lens and the leak test confirmed a leak through the case seal. The pump booted on with no display present due to moisture damage. The vibration and audio tones were present. The keypad could not be tested due to a blank display. There was no contamination found under the keypad contacts when the keypad cover was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated multiple buttons on the keypad were under responsive and there was moisture observed in the battery compartment and behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.